Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005, and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that patient underwent diagnostic laparoscopy, exploratory laparotomy with lysis of adhesions and left salpingo-oophorectomy on (B)(6) 2011 due to left lower quadrant pelvic pain and left cyst adnexal mass. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced urinary problems, recurrence, dyspareunia and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2007 due to voiding dysfunction, status post placement of suburethral sling. It was reported that patient underwent mesh revision on (B)(6) 2014 due to urinary retention and bladder outlet obstruction secondary to obstructive sling. (B)(4).